Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smarttouch® uni-directional navigation catheter, developed an esophageal fistula, and expired. Approximately 10 days after the procedure, the patient presented to the emergency room and was diagnosed with an esophageal fistula that the surgeons were unable to treat. The patient expired approximately 1 month after the fistula diagnosis. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. However, there was no reported malfunction with any of the catheters and systems used during the case. Thus, this event may be related to the procedure. This adverse event is considered to be serious and MDR reportable. The complaint device was discarded by the customer.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: stocker generator, serial # unk. (B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).